Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was low. The customer¿s blood glucose level was 54 mg/dl at the time of the incident. The customer's mother reported that the insulin pump delivered insulin that was not programmed. The insulin pump will not be returned for analysis.